Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported when the heart lung console was unplugged from the ac outlet, the battery power depleted after 30 minutes. The device was used for the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.